Manufacturer narrative:
The insulin pump received an unexpected restart after the battery installation due to leaking voltage on memory loss interface board. No external alarm error were noted. The insulin pump displacement test and self-test were passed. The insulin pump had a cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call of unexpected restart message and it failed to give a full battery charge. Customer tried to correct issue, but failed four times. Customer stated the pump would not get out of a rewind process, and that the pump wiped out all of the users settings. The customer's blood glucose was 170 mg/dl. The customer was advised to remove reservoir from the pump, and perform a rewind process. Customer was also advised to program a normal or easy bolus into air to determine if delivery was successful. The error table indicates that the pump needs to be replaced on the second occurrence. Customer had four external alarm errors and four unexpected restarts continuously. The customer was advised that the pump will be replaced.